Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pin/pelvic/ pain pelvic'), fallopian tube diverticulosis ('allergic or hypersensitivity reaction type: salpingitis isthmic a nodosa (marked swelling of fallopian tubes-/ reaction- to essure device)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ miscarried 3 days prior to first prenatal appointment') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((dob- (B)(6) 2003, (B)(6) 2009)). Previously administered products included for an unreported indication: nuvaring from 2007 to (B)(6) 2008 and depo provera. Concurrent conditions included anxiety and depression. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)/ bleeding- excessive and painful"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tooth disorder ("dental probs"), metal poisoning ("heavy metal poisoning"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurring bv"), premenstrual dysphoric disorder ("psych injury related to essure/ psychological or psychiatric problems condition: pmdd"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with ibuprofen, paracetamol (tylenol), sumatriptan (imitrex) and surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved, the fallopian tube diverticulosis, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dysmenorrhoea, tooth disorder, metal poisoning, vaginal haemorrhage, bacterial vaginosis, premenstrual dysphoric disorder, allergy to metals, alopecia, adenomyosis and endometriosis outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adenomyosis, allergy to metals, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube diverticulosis, menorrhagia, metal poisoning, migraine, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding, pain, other injuries/symptoms : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1. Potential small lower uterine segment endometrial polyp. 2. Bilateral fallopian tube occlusion coils partially visualized. There is trace fluid adjacent to the right-sided coil at the right cornual region. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, endometriosis, pelvic pain, adenomyosis, menorrhagia, dyspareunia, premenstrual dysphoric disorder, migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet and medical records received : reporter information, patient details updated. Events added- vaginal haemorrhage, pregnancy with contraceptive device, abortion spontaneous , device ineffective, fallopian tube diverticulosis, bacterial vaginosis, migraine, allergy to metals, dyspareunia, alopecia, adenomyosis, endometriosis. Event ¿psychological trauma¿ replaced with event ¿premenstrual dysphoric disorder¿. Outcome of events ¿pelvic pain, menorrhagia, dyspareunia¿ updated to recovered / resolved. Event onset dates updated. Treatment products added. Severity of pelvic pain updated. Medical history and concomitant conditions added. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pin/pelvic/ pain pelvic'), fallopian tube diverticulosis ('allergic or hypersensitivity reaction type: salpingitis isthmic a nodosa (marked swelling of fallopian tubes-/ reaction- to essure device)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ miscarried 3 days prior to first prenatal appointment') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((dob- (B)(6) 2003, (B)(6) 2009)). Previously administered products included for an unreported indication: nuvaring from 2007 to (B)(6) 2008 and depo provera. Concurrent conditions included anxiety and depression. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)/ bleeding- excessive and painful"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tooth disorder ("dental probs"), metal poisoning ("heavy metal poisoning"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurring bv"), premenstrual dysphoric disorder ("psych injury related to essure/ psychological or psychiatric problems condition: pmdd"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with ibuprofen, paracetamol (tylenol), sumatriptan (imitrex) and surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved, the fallopian tube diverticulosis, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dysmenorrhoea, tooth disorder, metal poisoning, vaginal haemorrhage, bacterial vaginosis, premenstrual dysphoric disorder, allergy to metals, alopecia, adenomyosis and endometriosis outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adenomyosis, allergy to metals, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube diverticulosis, menorrhagia, metal poisoning, migraine, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for bleeding, pain, other. Injuries/symptoms : yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: 1. Potential small lower uterine segment endometrial polyp. 2. Bilateral fallopian tube occlusion coils partially visualized. There is trace fluid adjacent to the right-sided coil at the right cornual region. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, endometriosis, pelvic pain, adenomyosis, menorrhagia, dyspareunia, premenstrual dysphoric disorder, migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : date of insertion was updated therefore model number was change e303 to e202. Reporter information was added. Event of pregnancy with contraceptive device downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pin/pelvic/ pain pelvic'), fallopian tube diverticulosis ('allergic or hypersensitivity reaction type: salpingitis isthmic a nodosa (marked swelling of fallopian tubes-/ reaction- to essure device)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)/ miscarried 3 days prior to first prenatal appointment') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2 ((dob- (B)(6) 2003, (B)(6) 2009)). Previously administered products included for an unreported indication: nuvaring from 2007 to (B)(6) 2008 and depo provera. Concurrent conditions included anxiety and depression. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)/ bleeding- excessive and painful"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tooth disorder ("dental probs"), metal poisoning ("heavy metal poisoning"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurring bv"), premenstrual dysphoric disorder ("psych injury related to essure/ psychological or psychiatric problems condition: pmdd"), allergy to metals ("nickel allergy"), adenomyosis ("adenomyosis") and endometriosis ("endometriosis"). The patient was treated with ibuprofen, paracetamol (tylenol), sumatriptan (imitrex) and surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and dyspareunia had resolved, the fallopian tube diverticulosis, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, dysmenorrhoea, tooth disorder, metal poisoning, vaginal haemorrhage, bacterial vaginosis, premenstrual dysphoric disorder, allergy to metals, alopecia, adenomyosis and endometriosis outcome was unknown and the migraine was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, adenomyosis, allergy to metals, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube diverticulosis, menorrhagia, metal poisoning, migraine, pelvic pain, pregnancy with contraceptive device, premenstrual dysphoric disorder, tooth disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: received treatment for bleeding, pain, other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2018: potential small lower uterine segment endometrial polyp. Bilateral fallopian tube occlusion coils partially visualized. There is trace fluid adjacent to the right-sided coil at the right cornual region.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : abdominal pain, endometriosis, pelvic pain, adenomyosis, menorrhagia, dyspareunia, premenstrual dysphoric disorder, migraines quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pin/pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury related to essure"), tooth disorder ("dental probs") and metal poisoning ("heavy metal poisoning"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma, tooth disorder and metal poisoning outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metal poisoning, pelvic pain, psychological trauma and tooth disorder to be related to essure. The reporter commented: received treatment for bleeding, pain, other injuries/symptoms: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information were added. Date of removal added. This case become incident. Previously reported event injury to herself were updated to chronic pin/pelvic, abdominal pain ,dysmenorrhea(cramping), psych injury, dental probs, metal poisoning no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.